Event description:
This report summarizes <noe> 1 </noe> malfunction event. The customer reported an event of unintended movement of a dx-d 100 system. Agfa service responded onsite and inspected the dx-d 100 system. During the system test, the local service engineer confirmed a hardware failure. Agfa service replaced the arrestor kit, dmc, sensors and protection buttons. The system ested and worked as intended. There have been no reports of additional events. There was no reported harm to patients or users and there are no additional actions for these events.